Manufacturer narrative:
As reported, the balloon of a .018 5x2 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter ruptured at ten (10) atmospheres (atm), its nominal pressure. There was no reported patient injury. The device was used for a shunt case. The device was prepped per the instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. The balloon inflated normally. The catheter was torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. One product was returned for analysis. A non-sterile slalom pta .018 hp 40 5 x 2 balloon catheter was received for analysis coiled inside a plastic bag. The balloon was received deflated. Per visual analysis, the balloon of the unit had been previously inflated. Dried blood residues were observed on the balloon unit. No anomalies found. Per functional analysis, leak test was performed. Water was applied to the slalom pta catheter and the balloon was successfully inflated. No anomalies were found. A product history record (phr) review of lot 17746152 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - burst - at/below rbp¿ was not confirmed during device analysis. The balloon inflated as expected, neither a leakage nor a burst was observed on the balloon. The device performed as intended as functional analysis was performed successfully. No anomalies were observed on the balloon. Based on the information available for review, it is difficult to draw a clinical conclusion between the device and the reported event. However, procedural factors and handling of the device may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a .018 5x2 40 slalom percutaneous transluminal angioplasty (pta) high-pressure (hp) balloon catheter ruptured at ten (10) atmospheres (atm), its nominal pressure. There was no reported patient injury. The device was used for a shunt case. The device was prepped per the instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. The balloon inflated normally. The catheter was torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. The device is expected to be returned for evaluation.